Event description:
It was reported that during an anterior cruciate ligament reconstruction surgery the device did not fit well in the screw driver. A piece of the device broke of inside the patient, but was retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the screw had been damaged and was confirmed to have broke broken. However, without the return of the device, further investigation cannot be performed. The root cause of the reported failure mode is undetermined.